Event description:
After the surgery, it was noted through x-ray that the centralizer moved to the middle of the stem. The centralizer was found broken. According to the doctor, it was hard to insert the stem.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. In the absence of product and pt x-rays, insufficient info had been provided to verify the reported incident or draw any conclusions. The complaint shall be closed with an undetermined conclusion. Should the product and/or add'l info be received, the investigation will be re-opened.